Manufacturer narrative:
Alleged failure: cib juune, biomed, please eval, po *update: I was told by their surgery coordinator that the pressure fluctuated from high to low and there was a message about a tube failure on the screen. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be third party repair as the quality seals were broken on the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was not completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was not completed.